Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and dilaudid at unknown concentrations and doses. The indication for use was failed back surgery syndrome and spinal pain. The patient's medical history included the prescribed drugs of eliquis and mocpolan to manage atrial fibrillation. It was reported that the patient was in the hospital for a month for complications not related to the pump or therapy and due to their situation they were unable to make it to the doctor's office and missed a refill appointment that was supposed to occur on (B)(6) 2017. The healthcare provider (hcp) was contacted to get information on when the latest possible date the patient would need to get a refill done before the medication would run out; it was noted that the pump would need a refill by (B)(6) 2018. It was reported that on (B)(6)2018 a critical alarm was heard. The caller contacted the hcp office to get information on what the alarm meant and was instructed to bring the patient in on (B)(6) 2018 to have the patient's pump refilled. It was reported that the patient's blood pressure increased so the caller 'treated it" but the next day it was so elevated that the ambulance was called and the patient was taken to the emergency room (ER). It was reported that the patient was mumbling and it was thought that the patient might have had a stroke. It was noted that the caller thought the patient was experiencing withdrawal symptoms but the patient's cardiologist said they didn't think it was withdrawal. The change in symptoms were reported as being sudden. While the patient was in the ER he was given clonidine and tests as well as a computed tomography scan were done to determine what was happening. The managing hcp came the hospital and filled the patient's pump, however the caller was not given a printout on what the medication was adjusted to. It was noted that the caller wanted the patient's pump removed due to their health issues. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the pump and patient therapy manager (ptm) use helped some (with pain), but not much. The pump was refilled, but the patient had never really recovered since the fall. The patient was now in hospice for the past 4 weeks. It was thought the patient would not live much longer (pass in the next day or two). The patient was too sick to be taken in for the next refill on (B)(6) 2018. The reporter indicated the patient may be cremated and inquired about cremation considerations. It was recommended to have the hcp or cremation facility call beforehand.